Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/03/2019.

Event description:
The customer reported alarm and report error. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 16oct2019. The service technician confirmed the machine has been restarted by itself, and the machine failure has disappeared. The service technician confirmed the head nurse restarted the machine and the fault was solved. The service technician confirmed device back to normal. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported alarm and report error. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.